Manufacturer narrative:
It was reported that hl20 pump (serial# (B)(6) displayed the error message ¿runaway¿ and a hand crank was used. The event occurred during treatment. During service it was also identified that another pump (serial# (B)(6) displayed the error message "head", ¿runaway¿, and ¿safety-s¿. Further the system control panel was not switching on. No harm to any person has been reported. The failures ¿head¿, ¿runaway¿ and ¿safety-s¿ reported failures can lead to an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Further the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). In addition, the error "safety-s" indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was sent for investigation and repair on 2025-02-28 and 2025-03-28. The failures could be reproduced. For the single pump serial# (B)(6) (runaway) the optical tacho board was replaced. And for the single pump serial# (B)(6) (head) the motor control board and the tacho board were replaced. To solve the failure related to the system control panel the dc-dc module was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected parts were not made available for further investigation at the manufacturer. The error messages "runaway" can be linked to the following most possible root causes according to the hl 20 risk assessment file: wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error) - pump runaway the error message "head" can be linked to the following most possible root causes according to the hl 20 risk assessment file: fail of device because of: - failure of motor, motor controller or control circuitry - failure of pump control board (pump stop) the error message "safety-s" can be linked to the following most possible root causes according to the hl 20 risk management file: fail of device because of: - failure of motor, motor controller or control circuitry - failure of pump control board (pump stop) the failure "system control panel was not switching on" can be linked to the following most possible root causes according to the hl 20 risk management file: total fail of or too low external/internal mains power supply because of e.g.: - wrong external supply voltage (overvoltage, under voltage, negative voltage) - defective or wrong fuse the review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2016 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-09-12. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "runaway, head, safety-s and system control panel was not switching on" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the indian market on a significantly similar device to "vario twin, hl 20 4-pumps", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for vario twin, hl 20 4-pumps with catalog number 701043262.

Event description:
It was reported that hl20 pump (serial# (B)(6) displayed the error message ¿runaway¿ and a hand crank was used. The event occurred during treatment. During service it was also identified that another pump (serial# (B)(6) displayed the error message "head", ¿runaway¿, and ¿safety-s¿. Further the system control panel was not switching on. No harm to any person has been reported. The failures ¿head¿, ¿runaway¿ and ¿safety-s¿ reported failures can lead to an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Further the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). In addition, the error "safety-s" indicates that there is an issue with the safety system board or it's communication. Complaint ID: (B)(4).

Manufacturer narrative:
Note: this is a follow-up on final report due to an additional information from 2025-04-24 that after testing the motor for single pump serial#(B)(6) also needed to be replaced. It was reported that hl20 pump (serial#(B)(6)) displayed the error message ¿runaway¿ and a hand crank was used. The event occurred during treatment. During service it was also identified that another pump (serial#(B)(6)) displayed the error message "head", ¿runaway¿, and ¿safety-s¿. Further the system control panel was not switching on. No harm to any person has been reported. The failures ¿head¿, ¿runaway¿ and ¿safety-s¿ reported failures can lead to an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Further the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). In addition, the error "safety-s" indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2025. The failures could be reproduced. For the single pump serial#(B)(6) (runaway) the optical tacho board was replaced. And for the single pump serial#(B)(6) (head) the motor control board, the tacho board and the motor were replaced. To solve the failure related to the system control panel the dc-dc module was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected parts were not made available for further investigation at the manufacturer. The error messages "runaway" can be linked to the following most possible root causes according to the hl 20 risk assessment file: wrong pump speed because of:- communication error (e.g. Wrong ratio between master-slave pumps due to communication error) - pump runaway the error message "head" can be linked to the following most possible root causes according to the hl 20 risk assessment file: fail of device because of: - failure of motor, motor controller or control circuitry - failure of pump control board (pump stop) the error message "safety-s" can be linked to the following most possible root causes according to the hl 20 risk management file: fail of device because of: - failure of motor, motor controller or control circuitry - failure of pump control board (pump stop) the failure "system control panel was not switching on" can be linked to the following most possible root causes according to the hl 20 risk management file: total fail of or too low external/internal mains power supply because of e.g.: - wrong external supply voltage (overvoltage, under voltage, negative voltage) - defective or wrong fuse the review of the non-conformities has been performed on 2025-02-20 for the period of (B)(6) 2016 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2016. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "runaway, head, safety-s and system control panel was not switching on" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the indian market on a significantly similar device to "vario twin, hl 20 4-pumps", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for vario twin, hl 20 4-pumps with catalog number 701043262.

Event description:
Note: this is a follow-up on final report due to an additional information from 2025-04-24 that after testing the motor for single pump serial#(B)(6) also needed to be replaced. It was reported that hl20 pump (serial#(B)(6)) displayed the error message ¿runaway¿ and a hand crank was used. The event occurred during treatment. During service it was also identified that another pump (serial#(B)(6)) displayed the error message "head", ¿runaway¿, and ¿safety-s¿. Further the system control panel was not switching on. No harm to any person has been reported. The failures ¿head¿, ¿runaway¿ and ¿safety-s¿ reported failures can lead to an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Further the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). In addition, the error "safety-s" indicates that there is an issue with the safety system board or it's communication. Complaint ID: (B)(4).

Event description:
It was reported that hl20 pump (serial#(B)(6)) displayed the error message: ¿runaway¿. The event occurred during treatment. The pump was stopped by the runaway error and a hand crank was used. No harm to any person has been reported. During service it was also identified that another pump (serial#(B)(6)) displayed the error message "head". According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that hl20 pump (serial#(B)(6)) displayed the error message: ¿runaway¿. The event occurred during treatment. The pump was stopped by the runaway error and a hand crank was used. No harm to any person has been reported. During service it was also identified that another pump (serial#(B)(6)) displayed the error message "head". According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair on 2025-02-28. The failures could be reproduced. For the single pump serial#(B)(6)(runaway) the optical tacho board was replaced. And for the single pump serial#(B)(6)(head) the motor control board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. The error messages "runaway" can be linked to the following most possible root causes according to the hl 20 risk assessment file: wrong pump speed because of:- communication error (e.g. Wrong ratio between master-slave pumps due to communication error) - pump runaway the error message "head" can be linked to the following most possible root causes according to the hl 20 risk assessment file: fail of device because of: - failure of pump control board (pump stop) the review of the non-conformities has been performed on 2025-02-20 for the period of 2016-09-12 to 2025-02-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-09-12. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "runaway and head" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the indian market on a significantly similar device to "vario twin, hl 20 4-pumps" , which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for vario twin, hl 20 4-pumps with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.